Event description:
It was reported that a pt was strapped to the cot and got out of the straps. There was pt involvement and adverse consequences.

Manufacturer narrative:
(B)(4): restraints. MFR's investigation is ongoing. If additional info is received, then a f/u will be filed.